Event description:
It is reported that patient is experiencing post-operative pain and metallosis.

Manufacturer narrative:
Evaluation summary: component compatibility is unknown. Implant and explant dates are not provided, therefore in-vivo time cannot be determined. Neither x-rays nor operative notes are returned for review. The component fit and orientation per the surgical technique is unknown. Attempts have been made to obtain additional information; however, no information has been received to date. With the information provided, a root cause analysis cannot be performed. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.